Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas to discuss option for the out-of-warranty pump. It was reported that the keypad buttons were sticking. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 04/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:investigation of the pump keypad responsiveness could not be adequately completed due to an unrelated blank display caused by damage due to moisture. The keypad cover was removed and contamination was found under all button contacts.